Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely tortuous and calcified left lateral genicular. On the first inflation the sterling es mr 2.5mm x 20mm x 144cm was inflated to ten atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)